Manufacturer narrative:
(B)(6).

Event description:
It was reported that entrapment on the guidewire occurred. The 100% stenosed target lesion was located in the proximal left anterior descending artery (lad) at the bifurcation off of the first septal perforator branch and before the first diagonal branch. A samurai guidewire crossed the lesion with moderate difficulty. A 2.25x20 apex balloon was used to dilate the lesion and reestablish flow. Nitroglycerin was given into the coronary artery. A 2.5 x 15 mm nc quantum apex was unable to completely expand in the proximal part of the lesion and burst at 20 atm. A 18 cutting balloon was then used and dilated up to 16 atm, but also would not completely expand in the proximal portion of the lesion. A rota pro flex guidewire was then advanced down stream and rotablation was performed with a 1.25 mm burr for 3 runs just over 20 seconds each. Initial balloon dilatations were then performed with a 2.5 x 15 mm nc quantum balloon, but would not completely expand again. During advancement of a rota wire and a 1.50mm rotapro, the rotapro froze on the guidewire and the device continued to stall. The devices were removed together as one. A non-boston scientific guide catheter was selected for use. A rotapro extra support guidewire was selected for use and froze on the 1.50mm rotapro. A new 1.5mm rotapro was advanced and performed rotablation between 160,001 and 170,000 rpms with three separate runs just over 20 seconds. After angiography, additional balloon dilatations were performed with the nc quantum apex 2.5 x 15 mm balloon. The balloon did expand significantly better although not 100% in one spot. A wolverine was selected for use and was unable to completely expand. A 2.5 x 38 mm synergy drug-eluting stent was then placed starting at the mid vessel around the curve back towards the proximal vessel and delivered at 16 atm. A 2.75 x 28 mm synergy drug-eluting stent was placed more proximally with partial overlap of the more distal stent and it was expanded up to 18 atm. Balloon dilatations were then performed with a 3.0 x 12 mm nc quantum apex balloon up to 24 atm. No patient complications were reported.

Event description:
It was reported that entrapment on the guidewire occurred. The 100% stenosed target lesion was located in the proximal left anterior descending artery (lad) at the bifurcation off of the first septal perforator branch and before the first diagonal branch. A samurai guidewire crossed the lesion with moderate difficulty. A 2.25x20 apex balloon was used to dilate the lesion and reestablish flow. Nitroglycerin was given into the coronary artery. A 2.5 x 15 mm nc quantum apex was unable to completely expand in the proximal part of the lesion and burst at 20 atm. A 18 cutting balloon was then used and dilated up to 16 atm, but also would not completely expand in the proximal portion of the lesion. A rota pro flex guidewire was then advanced down stream and rotablation was performed with a 1.25 mm burr for 3 runs just over 20 seconds each. Initial balloon dilatations were then performed with a 2.5 x 15 mm nc quantum balloon, but would not completely expand again. During advancement of a rota wire and a 1.50mm rotapro, the rotapro froze on the guidewire and the device continued to stall. The devices were removed together as one. A non-boston scientific guide catheter was selected for use. A rotapro extra support guidewire was selected for use and froze on the 1.50mm rotapro. A new 1.5mm rotapro was advanced and performed rotablation between 160,001 and 170,000 rpms with three separate runs just over 20 seconds. After angiography, additional balloon dilatations were performed with the nc quantum apex 2.5 x 15 mm balloon. The balloon did expand significantly better although not 100% in one spot. A wolverine was selected for use and was unable to completely expand. A 2.5 x 38 mm synergy drug-eluting stent was then placed starting at the mid vessel around the curve back towards the proximal vessel and delivered at 16 atm. A 2.75 x 28 mm synergy drug-eluting stent was placed more proximally with partial overlap of the more distal stent and it was expanded up to 18 atm. Balloon dilatations were then performed with a 3.0 x 12 mm nc quantum apex balloon up to 24 atm. No patient complications were reported.

Manufacturer narrative:
A4 weight: 107.5. Device evaluated by MFR: returned product consisted of the rotapro atherectomy system. The burr catheter was attached to the advancer unit, when received. The advancer, handshake connections, sheath, coil, and burr were visually and microscopically examined. Inspection of the device presented no damage or irregularities. The guidewire used in the procedure was not returned for analysis, so functional testing was completed with a test rotawire. The rotawire was able to be inserted into the burr and advanced through the advancer with no resistance or issues. Functional testing was performed by attempting to rotate the drive shaft and the drive shaft was able to rotate. Then functional testing was performed by connecting the rotapro advancer to the rotapro control console system. When the knob switch (ablation button) was pushed, the advancer was not able to run, so it did not get any speed and a stall error was displayed on the console. The advancer was dismantled and the components inside the advancer were inspected and the turbine was found to be corroded.